Event description:
(B)(6) female presented with difficult airway situation in ICU. Physician attempted difficult intubation and was unsuccessful. Anesthesia was attempted and multiple intubation with failure. The physician used the cook retrograde intubation set as per IFU. He told the rep that he had difficulty passing the wire through the angiocath needle. The doctor thinks that the needle bent or kinked. The doctor had to perform an emergency tracheostomy to secure the air way. The patient outcome was positive, no morbidity or mortality.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.